Event description:
It was reported that a patient presented with inappropriate mode switch episodes dude to far r wave oversensing on their implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable before, during, after.